Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate during pretest.

Manufacturer narrative:
The reported event was unconfirmed, since the reported failure could not be reproduced. The device was not used for treatment as it was only pretested and not inserted. The device met specifications. Visual evaluation of the sample noted one unused silicone two-way catheter with cut portion of the drainage tubing without original packaging. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), allowed to rest for 30 minutes with no leaks, passively deflated all 10ml with no issues or cuffing noted. The balloon concentricity was observed to be 60:40. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered."

Event description:
It was reported that it was difficult to deflate during pretest.